Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline fault alarms was confirmed through evaluation of the log files. Furthermore, evaluation of the returned portion of the driveline confirmed a compromise in one of the wires which could have contributed to the reported driveline fault alarms. The submitted system controller log files captured driveline fault alarms beginning on (B)(6) 2020 and continuing through (B)(6) 2020. These alarms continued to occur even after a system controller exchange. Despite the fault alarms, the system showed the device operation above the low speed limit for the duration of the log file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on 05feb2020 under word order #(B)(4) and the replaced portion was returned in a segment measuring approximately 21.5¿ along with an unattached portion of the silicone jacket measuring approximately 3.5¿, an unattached portion of the bionate layer measuring approximately 3¿ and unattached segments of black, brown, red, orange, yellow, and green wires measuring from 1¿ to 2¿ in length. The driveline was received with rescue tape covering 16.5¿ to 20¿ from the metal connector. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the rescue tape, the silicone jacket was found to be torn and folded over itself approximately 18¿ from the connector. The bionate layer was free of damage. Breakdown of the metal braided shielding was observed in multiple areas. The bionate and shielding were removed, and examination of the underlying wires revealed a complete fracture of the green wire approximately 10.5¿ from the connector. Elongation of the insulation of the brown wire approximately 10.5¿ from the connector was also noted. This elongation of the insulation of the brown wire indicated that a portion of the internal conductors were not intact. The observed damage appeared to be the result of fatigue due to repetitive flexing. Bypassing the green wire, the remaining wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not identify any breaches. The observed compromise in the green wire could have contributed to the driveline fault alarms that were confirmed in the log files. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic due to driveline fault alarms. The patient's system controller was exchanged. After the system controller exchange the driveline fault alarms returned, which indicated an issue with the percutaneous lead. Analysis of the log file confirmed the same percutaneous lead phase with both controllers was causing the driveline fault alarm. X-rays of the driveline were unremarkable. On (B)(6) 2020 the manufacturer's technical services performed a driveline replacement ~1.75 inches from the exit site. The driveline fault alarm cleared after splicing all 6 wires to the new replacement percutaneous lead. Phase interrupter tests were performed and no open wires were found. The repair was completed without issue. After the driveline repair the patient was put on grounded patient cable without issue. The patient hasn't had any more driveline related issues post driveline repair.